Manufacturer narrative:
The device was returned to zoll (B) (4), the malfunction was duplicated and attributed to the lcd display. The lcd display was replaced to resolve the malfunction. The device was recertified and returned to the customer. The lcd display was returned to zoll medical corporation united states. The faulty lcd display was scrapped. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.